Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was a part of the specified recall and analysis confirms that the device acted in a manner consistent with the recall. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(4).

Event description:
It was reported that last month the patient arrived at the clinic complaining of shortness of breath and fatigue. Upon device interrogation, the device was found to be at elective replacement indicator (eri) and premature battery depletion was suspected. It was later reported that the device "stopped working" right after reaching elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.